Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece for evaluation with connector sleeve. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead connector passed insertion testing into the test implantable cardioverter defibrillator (ICD) device, is-4 connector sleeve and returned is-4 connector sleeve. Dimensional analysis of the connector boot and connector sleeve were measured within the product specifications. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that no capture could be obtained on the left ventricular (lv) lead after multiple attempts at repositioning. The left ventricular lead was exchanged. The patient was stable.